Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back part. No harm requiring medical intervention was reported. The device will be returned for analysis.